Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct PMA/510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2015) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b7, d3, d4 (catalog no, lot no, UDI, expiry date), g1, g3, g6, h2, h4, h6, h10. Corrected fields: g4 (PMA/510(k)). This supplemental emdr represents the bard/davol ventralex st (device 2). An additional supplemental emdr was submitted to represent the bard/davol ventrio st (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1) and an unspecified bard/davol ventrio st (device #2) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st (device #1) and the ventrio st (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with umbilical hernia and ventral hernia thereby underwent open repair with implant of ventrio st mesh (device 1) and ventralex st mesh (device 2). Per operative notes, ¿the umbilical hernia and superior to this a ventral hernia was noted. The hernias were joined together and made into a single hernia and ventrio st mesh (device 1) was placed into the abdominal cavity. The fascia was closed and wound was irrigated with sutures.¿ (note: there is no information provided regarding ventralex st mesh during this procedure in medical records). (B)(6) 2017 ¿ patient was diagnosed with recurrent ventral hernia and pain thereby underwent laparoscopic repair with implant of synthetic mesh. Per operative notes, ¿ in the midline, the prior mesh (device 1) had migrated and shifted to left of midline leaving the hernia to recur. The adhesions to mesh (device 1) was lysed. The mesh (device 1) migrated to right side was again shifted to left side midline and a synthetic mesh was placed and sutured in upper and lower poles of the synthetic mesh. The fascial defect was closed and mesh (device 1) was tacked circumferentially.¿

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1) and an unspecified bard/davol ventrio st (device #2) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st (device #1) and the ventrio st (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."